Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer wore the pump while in a pool. Subsequently, the pump was noted to be unresponsive. There was no impact to the customer's blood glucose level. The customer charged the pump for over an hour and the pump was still unable to be turned on. Reportedly, the customer has an alternate pump available as alternate insulin therapy.